Event description:
The reporter states that she felt hypoglycemic and obtained a 156 mg/dl and 78 mg/dl blood glucose comparison on the accu-chek advantage meter within 10 minutes. She states that she treated herself and felt better 1 hour later. No adverse event reported. New system was sent and return.